Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy since 2012, vaginal cyst excision since 2010 and overweight. Concomitant products included eszopiclone (lunesta) since 2007 and zolpidem tartrate (ambien) since 2007. In 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping, even when not menstruating, pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches, head pain, pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful intercourse)"), alopecia ("thinning of her hair"), fatigue ("chronic fatigue"), weight increased ("weight gain") and abdominal pain ("pain, abdomen"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe, lower back pain, pain"), menstrual disorder ("abnormal menstruation"), adenomyosis ("uterine endometriosis") and vaginal infection ("vaginal infections"). The patient was treated with surgery (ablation in 2016). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, back pain, dysmenorrhoea, abdominal pain lower, menstrual disorder, adenomyosis, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia and fatigue had not resolved and the genital haemorrhage, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs received: case became incident. New reporters, patient demographic information, product indication updated, lot number, concomitant disease and medications, new events genital haemorrhage, weight fluctuation updated to weight increased and abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 748470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy since 2012, vaginal cyst excision since 2010 and overweight. Concomitant products included eszopiclone (lunesta) since 2007 and zolpidem tartrate (ambien) since 2007. In 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping, even when not menstruating, pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches, head pain, pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful intercourse)"), alopecia ("thinning of her hair"), fatigue ("chronic fatigue"), weight increased ("weight gain") and abdominal pain ("pain, abdomen"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe, lower back pain, pain"), menstrual disorder ("abnormal menstruation"), adenomyosis ("uterine endometriosis") and vaginal infection ("vaginal infections"). The patient was treated with surgery (ablation in 2016). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, back pain, dysmenorrhoea, abdominal pain lower, menstrual disorder, adenomyosis, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia and fatigue had not resolved and the genital haemorrhage, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.